Event description:
Customer alleged discrepant back-to-back blood glucose results of 300 mg/dl on the advantage system compared to 82 mg/dl on a professional meter when tests were performed within minutes (exact timeframe unknown). Customer reported feeling dizzy, weak, and dehydrated. No treatment was received. A request was made for the return of the suspect device and replacement product was sent.